Manufacturer narrative:
Both levels of controls were run and passed on both meters within twenty-four hours of the results in question. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received questionable glucose results for one patient from accu-chek inform ii meters. At 17:44, the result from inform ii meter serial number (B)(4) was hi (>600 mg/dl). The operator did not believe the result. At 17:49, the result from inform ii meter serial number (B)(4) was 358 mg/dl.